Event description:
The customer reported that the tile for room 4121 went blank on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the tile for room 4121 went blank on the central nurse's station (cns). It is unknown whether the unit was in patient use or not. There was no patient injury reported. Investigation summary: logs were provided by biomed and an irc (irc-nka300306635) was initiated. Irc investigation results found wlan transport was used and device was unplugged and re plugged in within a minute. Unplugging the device while in transport is a known issue resulting in restarting the monitoring function. Root cause is determined to be man (user error). Irc stated unplugging and re-plugging a device in transport creates tile loss to the cns. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the tile for room 4121 went blank on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the tile for room 4121 went blank on the central nurse's station (cns). It is unknown whether the unit was in patient use or not. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 09/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access to this information. Attempt # 1: 09/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access to this information. Attempt # 1: 09/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access to this information. Attempt # 1: 09/28/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have access to this information.